Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the intuitive surgical, inc (isi) sureform 45 stapler instrument and the white reload accessory, but they have not been received for failure analysis evaluation. No logs were available for this procedure, however the procedure dashboard had data on the procedure. Logs showed the sureform 45 stapler instrument was installed on the system one time and fired one white reload. On the only install, the first clamp was successful, but was followed by a firing failure. The firing stopped at about 96% completion, after a duration of about 18 seconds, and the peak firing force was measured at 700 n. Logs show an error code, representing the failure. The instrument was successfully unclamped, and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted left partial nephrectomy surgical procedure, there was a partial fire while using the sureform 45 stapler instrument with a white reload accessory. After skeletonizing the renal artery and vein, a bulldog clamp was applied across the vessels. The stapler was then clamped across the vessels when an error message of "tissue too thick" was displayed on the screen. The surgeon readjusted and fired. After firing, another message of "blade exposed" was displayed on the screen. It's unclear how the bleeding occurred when the stapler was being removed: if the surgeon moved the anvil forward instead of backwards, and the exposed blade cut the vessels. Or if the stapler had hit the bulldog clamp while firing, and when the anvil opened there was blood seen everywhere. The bleeding could not be controlled robotically, and staff converted to open abdominal surgery. The amount of blood loss and interventions to resolve the bleeding are unknown. The procedure was completed. Post operatively, day six, the patient was reported as "doing fine" and will likely be discharged home.

Manufacturer narrative:
It was reported that during a da vinci-assisted left partial nephrectomy surgical procedure, there was a partial fire while using the sureform 45 stapler instrument with a white reload accessory. After skeletonizing the renal artery and vein, a bulldog clamp was applied across the vessels. The stapler was then clamped across the vessels when an error message of "tissue too thick" was displayed on the screen. The surgeon readjusted and fired. After firing, another message of "blade exposed" was displayed on the screen. It's unclear how the bleeding occurred when the stapler was being removed: if the surgeon moved the anvil forward instead of backwards, and the exposed blade cut the vessels. Or if the stapler had hit the bulldog clamp while firing, and when the anvil opened there was blood seen everywhere. The bleeding could not be controlled robotically, and staff converted to open abdominal surgery. The surgeon was able to locate the bleeding and repair the damaged left renal artery; but due to the complication, the patient required a full nephrectomy. The patient required 2 units of red blood cells (rbc) prior to the completion of the procedure. Post operatively, the patient was admitted to the intensive care unit (ICU) and required a prolonged length of stay.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 12/20/2023, intuitive surgical, inc. (Isi) received mw5148513 containing additional information stating: "patient in operating room for a left robotic partial nephrectomy. The robotic stapler was placed across the hilum and fired. However, when the stapler fired was 75% completed, it reported an error and that the blade may be exposed. The surgeon was instructed to remove the stapler by the device. When the stapler was removed, the renal artery was injured. Davinci xl sureform 45 stapler either misfired, or malfunctioned, hitting the left renal artery, causing massive hemorrhage. The surgeon was able to locate and repair the damaged artery. Patient required 2 units of intraoperative blood and required admission to the ICU and prolonged length of stay."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a sureform 45 white reload accessory to perform failure analysis (fa) investigation. The reload was found to have the knife exposed within the knife track. Log review confirmed the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Additionally, the reload was found to have cartridge damage, with indentions on the top of the reload that looked like a line of small holes. The knife was inspected and there was no damage found. Isi also received the sureform 45 stapler instrument for fa investigation. The instrument was found to have 1 firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using two white reloads and successfully fired. The resultant staple-line was visually inspected and the cut-line appeared smooth and consistent; with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the instrument was found to have roll bushing between the roll gear and the main bushing. The binding did not cause the instrument to fail engagement in-house and there were no engagement failures found in the logs. Advance failure analysis (afa) was performed on the sureform 45 stapler instrument, and partially confirmed the initial fa findings: a firing failure was confirmed through review of the procedure logs. The instrument was not confirmed to have a binding roll bushing. Increased friction during manual rotation of the main tube is more likely related to the corrosion that was found on the roll bearing. The corrosion, which led to increased friction along the roll axis, did not result in any engagement failures in the field, or in-house testing. The reported failure was not replicated through in-house testing, review of the procedure logs confirms this instrument experienced a partial fire.